Manufacturer narrative:
The agent reported doctor did the original reverse shoulder on (B)(6) 2025. The baseplate was discovered to be place too superior on the glenoid. The baseplate center screw was broken and the baseplate was loose. Doctor did the revision and removed the glenoid baseplate, locking screws, glenosphere, 8mm humeral spacer and the poly insert. He implanted the new baseplate more inferior on the glenoid with new locking screws and 36 +10 glenosphere and a new 8mm humeral spacer and +4mm semi constrained poly insert. The broken segment of the baseplated center screw was retained in the glenoid as doctor decided it would cause more bone loss to remove it and it would not compromise fixation of the new baseplate. Male 62. Complaint has been evaluated and is similar to report number 1644408-2022-01390; 508-32-204, s801 - device cracked/broke, s810 - device loosening, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to broken implant / loosening.